Event description:
Facility reported that the surgeon was trying to adjust the prosa unit and the surgeon said the unit was stuck at 0. Surgeon tried several times and used both the check mate and tools. Surgeon ended up pulling another fv782t and it worked perfectly. Surgical delay of 15 minutes.

Manufacturer narrative:
Manufacturing site evaluation: manufacturing and quality control data: the valve was manufactured by a qualified employee in april 2013. Abnormalities during assembly did not occur. The valve was sterilized by (B)(4) and released for shipment after final inspection. The prosa valve has a nominal pressure rating of 0 to 40 cmws. The valve specifications after closing the valve for 5 ml/h or. 50 ml/h flow, for set pressure range 0, 20, 40 cmh2o were fine. The prosa shunt system was inspected as (B)(4). All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Before release the prosa was pre-adjusted to pressure setting 20 cmh2o. Description incoming product condition we received the product in its original outer packaging and in its original inner sterile package. The outer sterile packaging was not sent. The prosa was set to pressure range 20 cmh2o at the time of delivery. Optical inspection first step of our investigation is the optical inspection. The visual inspection revealed that the valve has no deformations or other abnormalities. Permeability test because the valve was not implanted and was sent in its original inner sterile packaging we have not performed a permeability test. Adjustment test our adjustment tests are carried out with the standard prosa adjustment and measurement tools and with the prosa check mate as well. The prosa was adjusted from 0 up to 40 cmh2o in steps of 5 cmh2o and down again in the same way. It was found out that every adjustment was possible and verified by verification tool. Braking force and brake function test to measure the braking force it is necessary to investigate the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Because the valve was not implanted and was sent in its original inner sterile packaging we have not performed a braking force test. But it was possible to investigate the brake function test with the help of the prosa check mate. The investigation of brake function has resulted that the brake function is given. Result in the visual inspection of the valve, we could not detect any apparent deformation or other abnormalities. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In the further course of investigation we tried to adjust the valve up and down again in the same way. Based on our investigation results we could not detect any failure with this valve. It was possible to adjust the valve in all pressure ranges. Further actions no further actions are required.